Manufacturer narrative:
An event regarding alleged rom involving an unknown left knee component was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: medical information was reviewed by a clinical consultant, who concluded there is a probability of scar tissue formation in the joint which, in turn, would possibly be interfering with the functionality of the patellofemoral joint. The clinical consultant noted there was no evidence that "device related matters are present". Device history review: could not be performed as no lot information was provided. Complaint history review: could not be performed as no lot information was provided. Conclusions: medical information was reviewed by a clinical consultant, who concluded there is a probability of scar tissue formation in the joint which, in turn, would possibly be interfering with the functionality of the patellofemoral joint. The clinical consultant noted there was no evidence that "device related matters are present". There is no information that indicates there is a patellas tracking problem. X-rays in a patellar skyline view are required to rule this out definitively.

Event description:
Patient stated they had their left knee replaced in (B)(6) of 2014. Patient states they are experiencing pain and locking in the knee. Patient sought a second opinion from another doctor and doctor told patient that the patella was not tracking properly and this is causing the knee to lock up as a result and that the only way to remedy this is by having the knee revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated they had their left knee replaced in (B)(6) of 2014. Patient states they are experiencing pain and locking in the knee. Patient sought a second opinion from another doctor and doctor told patient that the patella was not tracking properly and this is causing the knee to lock up as a result and that the only way to remedy this is by having the knee revised.